Manufacturer narrative:
Reported event of partial stent deployment. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A product labeling review identified that the device was used per the directions for use (dfu)/ product label. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a ultraflex tracheobronchial stent was used during a procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the stent system was positioned in a lesion within the right superior lobe of the bronchus. When an attempt was made to deploy the stent, the stent system bowed. The stent partially deployed but was unable to be fully released. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.